Event description:
It was reported, the patient was watching tv the date of this report and ¿all of a sudden he started to shake really bad.¿ the patient checked his implantable neurostimulator (ins) and it was off. It was noted, the patient had last checked his ins on sunday and it was possible he may have turned it off at that time. The patient was able to turn stimulation on again and adjust his settings. After some time the patient was shaking less and feeling better.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v833497, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v779188, implanted: 2011 (B)(6); product type lead. (B)(4).